Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 400 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.